Manufacturer narrative:
Insulin pump received with cracked display window corner, reservoir tube lip, belt clip slot and minor scratches on display window. No moisture damage found inside the insulin pump.

Event description:
It is reported that a customer got fluid/moisture into her insulin pump. The patient's blood glucose level was at 307 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.